Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Added most likely underlying root cause onto case as the complaint product was not returned for investigation. Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern: unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for physical defect of test strips. Customer stated the end of the test strips were missing the channel for the blood to be aspirated into. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The customer's test strips are expired: the test strip lot manufacturer¿s expiration date is 02/28/2019 (expired); product storage and open vial date were not disclosed.